Manufacturer narrative:
(B)(4). Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: undesireable effects: cases of necroses in the glabellar region, abscess, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported an hour and a half after injection in the nasolabial folds with juvederm ultra plus xc, patient experienced an allergic reaction "from eyes to lips down, and cheeks". Patient went to "urgent care" where, during the course of four hours "betametazone and intravenous clorfenamins" were administered. Patient left "urgent care" with a prescription for "intramuscular clorfenamis". Treatment was considered "100% effective" after 5 days of treatment.